Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filled report - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. Two implant dates were reported but it was unspecified at what time this device was implanted. The device was implanted for treatment. Related to MFR report numbers: 2183959-2013-00365, 00366 and 00368.